Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. An ocd field engineer performed analyzer maintenance and adjustments to return the system to expected operation. Following this activity, acceptable vitros trop I es performance was observed. It is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, the event is most likely instrument related. Pre-analytical sample processing cannot be ruled out as an additional contributing factor.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.059 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory as the correct value (0.012 ng/ml) was obtained upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)